Event description:
When using the third party device haemonetics teg together with aqure and his/lis, incorrect patient data was sent by aqure to haemonetics teg manager thus causing patient data mix-up. The incorrect data may be transmitted to aqure and his/lis.